Event description:
It was reported that there was a loss of therapeutic effect and no stimulation sensation. It was noted that the patient was implanted 5-6 years ago and the reporter believed that the internal batteries were ¿bad¿ or ¿stopped.¿ the patient hadn¿t changed the setting in quite a long time and was going to change the setting but got ¿no action out of it.¿ it was reported that the poor communication screen was seen. It was noted that there was a problem with the patient programmer and an adjustment was not able to be made either with or without the antenna attached. It was later reported that the patient programmer had no telemetry with or without the antenna and the anomaly appeared to have occurred through product use. Four days later, it was reported that a new patient programmer was received, it gave the same indication as the present programmer, and the problem seemed to be the implanted device. It was noted that the patient would contact a doctor and planned to keep both programmers until seeing a doctor. Four days later, it was reported that the patient had an appointment with a doctor scheduled for (B)(6) 2014. It was noted that the replacement programmer was received but they were still unable to get the device working, so they think it¿s probably an issue with the implanted device. It was reported that the patient wanted to see the physician and have the implanted device checked before returning the programmer. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v319831, implanted: (B)(6) 2009, product type: lead. (B)(4).